Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 55-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the urine was red. The nurse reported that the impella was repositioned and p-level decreased the day before; however, the urine was now darker red. In addition, the patient lost distal pulses in the right leg. Arterial doppler confirmed monophasic flow to the right lower extremity. It was noted that the patient had peripheral artery disease (pad). The post-procedure outcome is unknown. The impella functioned at p-6 a 3.0l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics.

Manufacturer narrative:
D6b. Explantation day, month and year added.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis/renal failure/pdi was not determined since no product was returned and insufficient data logs were returned for investigation. The cause of the peripheral arterial ischemia was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated with additional information.

Event description:
The pump was repositioned but the hemolysis did not improve. The patient was transferred to (B)(6).